Event description:
It was reported that after 2 months of loading, the patient claimed pain. No trauma had occurred in the meantime. The x-rays performed showed that the nail had broken. There was no adverse consequence for the patient.